Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up will be sent when the analysis is complete.

Event description:
The patient had decreased pain relief. A pump study was done (unknown date) and they were unable to aspirate csf via the catheter access port. The pump was replaced. Additional information has been requested a follow-up report will be sent if additional information becomes available.